Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf uni-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of ablation phase, after the catheters had been removed from the heart, a tamponade was detected. Pericardiocentesis was performed and yielded an unspecified amount of fluid. No further complications were reported. Patient did not require extended hospitalization as a result of the adverse event. Patient has since recovered. There were no factors cited that may have contributed to the adverse event. It was noted that the cause of the tamponade could not be determined. Physician was unable to provide a causality opinion. No transseptal puncture was performed. Generator was set on power control mode at 35 watts. There is no further information regarding generator settings. Power was not titrated. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the site of injury is unknown. It was noted that ablation was being performed in the pulmonary infundibulum. Irrigated catheter flow was set at 15 ml/min while ablating at 35 watts. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. It was noted that the injury was noticed after the catheters had been removed. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no device malfunctions reported. There were no errors reported on any bwi equipment during the procedure.